Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit displayed error code "e33" on channel a. As a result, an alternative device was employed. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the patient.